Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins). It was reported that there was a bend in lead. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep).it was reported that nothing conclusive was determined to be the cause the difficulty steering/ advancing the lead. However, the lead appeared slightly bent near the tip. The rep further indicated that the bend was noticed after the lead was attempted to be used. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
The returned lead passed all functional testing in the laboratory. No anomalies were identified. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. Additional review indicated conclusion code and results code no longer applicable to the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a patient. It was reported that during the spinal cord stimulator (scs) implant procedure, the physician tried to repeatedly advance the lead but was having trouble. The manufacturer representative stated that the physician tried different stylets but was could not steer the lead adequately. It was noted that the physician was afraid that the lead had become damaged due to repeated attempts. Another lead was opened, and the physician had immediate success. The issue was resolved at the time of the report. It was noted that the patient did not experience any signs or symptoms. The manufacturer representative stated that the lead was never implanted and would be returned for analysis. No patient symptoms were reported and there were no complications. The patient¿s status at the time of this report is ¿alive, no injury.¿ indication for use is spinal pain.